Event description:
It was reported that prior to a chronic catheter placement procedure, the package allegedly had a hole. It was further reported that the packaging was not sterile and could not be used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the package allegedly had a hole. It was further reported that the packaging was not sterile and could not be used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation. Two photos were provided for review. Visual evaluation was performed on the returned sample. The top tyvek label was noted to be partially peeled halfway through the outer package. Partial seal transfer was noted along the top border of the outer product tray. An upper layer of the inner tyvek label was noted to be partially peeled from the product tray. The rest of the tyvek label was still attached to the product tray. Components were not noted to move freely within the product tray and did not appear affected. The manufacturing site review states, visual inspection of the images showed one partially sealed 6f powerline d/l catheter, it was observed that the lids of both trays were partially detached, it was observed that the outer tray lid had been opened properly while the inner tray lid was partially torn, a small hole was observed in the internal lid. Therefore, the investigation is confirmed for the reported tear, rip or hole in device issue. The definitive root cause could not be determined based upon available information. It is unknown whether shipping, handling, and storage factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.